Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the mother of a pt that post a coronary drug eluting stenting treatment procedure, the pt has experienced chest pain. A 3.5x12mm taxus express2 drug eluting stent was implanted in an unspecified vessel. The consumer states that the pt "has chest pain every day and panic attacks due to the chest pain." He has "blockages everywhere and the vessels are too small for stents." Add'l info was requested from the physician's office; however, there has been no response.